Event description:
A peritoneal dialysis (pd) nurse reported pt hospitalization for small bowel obstruction from (B)(6) 2014. The following is based on the medical records provided by the pt's treatment facility. The pt underwent surgery on (B)(6) 2014 for the small bowel obstruction. The procedure was a laparoscopy with small bowel interloop with repair of small bowel serosal injury, and findings of small bowel twist adhered to mesh on the anterior abdominal wall in the umbilical region, with no perforation noted. Then the pt underwent surgery on (B)(6) 2014 to repair a malfunctioning pd catheter and a diagnostic laparoscopy with catheter flush was completed. The pt was also treated for peritonitis.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff and physician. Pt is a (B)(6) male with esrd on pd who required surgery for a malfunctioning pd catheter and small bowel obstruction. The pt was also treated for peritonitis. It is undetermined if there is a reasonable suspected causal relationship between the product and the event. There is no history of specific malfunction or product being out of specs, draining problems using the cycler were reported during the hospitalization for bowel obstruction due to prior abdominal surgeries. There is a higher rate of complication on peritoneal dialysis with a history of open abdominal surgeries, due to omental adhesions and recurrent bowel obstruction. A supplemental report will be submitted after completion of the plant's investigation.